Event description:
The facility reported an infusion pump that "shut off" during pt infusion. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event and no pt injury has been reported. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding pt's demographics, medication involved, or device programming. No additional contact info was available.